Event description:
Medtronic rec'd info that one of the suction pods of this tissue stabilizer broke off during the surgical procedure. Bone wax was applied to the headlink of the device, and the device was used for the remainder of the procedure with no reported adverse pt affects.

Manufacturer narrative:
Analysis: upon receipt, visual examination of the device showed that one of the suction pods was broken off the u-tube headlink assembly. The break occurred at "y" support weld area. A caution statement included in the IFU states "repeated bending of the tissue stabilizers may compromise device performance." Review of the device history record for this device shows that the device met mfg specs when released for dist. Medtronic has rec'd similar reports of headlink breakage on this prod model. Corrective actions have been initiated, with subsequent implementation of design enhancements to reduce the occurrence of headlink breakage on the device. To date, there have been no post corrective action headlink breakages reported. This particular model was mfg prior to implementation of this design enhancement. Medtronic continues to monitor field performance to detect similar events, should they occur. Conclusion: reduced device performance occurred and was related to the event, with user interface likely contributing to the event. Device used with the aid of bone wax, with no reported impact to pt.